Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 10. Details of surgery: ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling, bleeding, fistula and inflammation. No further patient complications were reported.